Event description:
International affiliate reports that after introducing a guide wire into the inserted confidence introducer needle and into the pedicle using fluoroscope, the needle was found to be stuck when trying to pull it straight out. The needle was twisted and only a portion pulled out. Approximately one third of the needle remained jammed in the bone. Removal instruments were used to extract the broken portion. The difficulty extended the time for the procedure by forty five minutes. The patient did no experience any other complications and a 7 x 47mm screw was inserted instead of 6 x 45 mm screws that were inserted in the other pedicles. The broken needle was discarded by the customer.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded by customer.

Manufacturer narrative:
A device history record (DHR) for the conf intro ndle, dia, 11g 6" [product code: 2839-03-611, lot no: ckcg3b] was conducted was released on february 11th, 2009 and the lot met all quality specifications. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. In the absence of the product device or an observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be reopened and the products evaluated.